Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. At explantation an infection was observed. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further a too strong magnet might has contributed to the observed issue. This is a final report.

Event description:
The recipient was re-implanted after an extrusion of the implant housing. At explantation an infection was mentioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was re-implanted after an extrusion of the implant. At explantation an infection was mentioned.

Event description:
The recipient was re-implanted after an extrusion of the implant housing. At explantation an infection was mentioned.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the device through the skin. At explantation an infection was observed. Review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further a too strong magnet might has contributed to the observed issue. The explanted device has not been received for investigation yet. This is a final report.